Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not clipping properly and the tip was bent. The user completed the procedure. The instrument had been inspected prior to use with no damage observed. The instrument did not collide with other instruments or hard materials during use. The customer noted that there were no issues loading the clip outside of the patient. Prior to clip application inside of the patient, while the surgeon attempted to clamp on a vessel or tissue bundle, the clip opened after closure. The clip applier jaws appeared to remain static when commanded by the surgeon. The customer attempted to clip again, but the clip kept falling. The customer confirmed that clips fell into the patient but no other fragments from the instrument were involved. The clip was retrieved intraoperatively using a laparoscopic grasper, and its removal was visually confirmed by the surgeon and staff without the need for additional imaging or an additional procedure. There were no complications to the patient as a result of the issue, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a fragment. A backup clip applier was used to continue, and the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier for failure analysis evaluation. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. Both grips were bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure.